Event description:
Pt appeared to have developed post implant complications resulting in a second procedure. Inflammation and intestinal fistulae and adhesions were observed. It was also noted that some "eptfe" had detached from various areas of the mesh and some tissue ingrowth had occurred. The mesh was removed. After removal of mesh, pt developed nosocomial infection.